Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and weak signal alarm from the insulin pump. The customer's blood glucose reading was 46 mg/dl. When the customer got to the hospital, the sensor reading was high; however, his actual sensor reading was 281 mg/dl and blood glucose was 115 mg/dl. The customer declined to troubleshoot for low readings. The insulin pump will not be returned for analysis.